Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was broken. The customer¿s blood glucose level was 124 mg/dl. The customer was advised to remove the sensor from body and there was no sensor cannula while removing the sensor from body. The device will not be returned for analysis.